Event description:
Account called in asking for service and stating bed is not going up/down.

Manufacturer narrative:
Technician troubleshooted problem to faulty rh and lh caregiver pcb and pcm pcb, replaced parts, calibrated sensors and performed full functions check. Bed was in the ICU. No injury being reported.